Event description:
It was reported that the customer received a button error alarm on the insulin pump, after having problems with the keypad. No significant events leading up to the alarm were recalled. The customer's blood glucose was 140 mg/dl. It was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received with unresponsive buttons, due to corroded keypad traces. No button error alarm noted during testing. Insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.